Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: during the operation, the tip broke off and was removed from the patient with difficulty. Inner shaft tip shaver. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.